Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannulae were not returned to fisher & paykel healthcare for evaluation. They had been discarded by the hospital as the patient was infectious. Questions were sent to the customer but no further information was provided. Conclusion: based on the customer report, we can conclude that the cannula tubing had become disconnected from the distal swivel connector. Without a device or photograph we are unable to confirm how the reported disconnection occurred. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety. Our optiflow production team has been notified of this failure. They have carried out an internal investigation of the manufacturing process and production staff have received additional training to ensure they are following the correct assembly procedure.

Event description:
A hospital in (B)(6) reported that the opt944 nasal cannula tubes disconnected from the swivel. They stated that this occurred twice before patient use and once while in use on a patient. There was no patient consequence.